Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical trial representative reported via phone call that the subject experienced high blood glucose. The customer's blood glucose was 494 mg/dl. It was reported that the site was not working properly. The troubleshooting was not mentioned for high blood glucose. The insulin pump and infusion set will not be returned for analysis.